Event description:
Information received does not address the patient's clinical status but notes dashes (---) for the rate and sensor para- meters. When the device could not be programmed, return to standard was used and vvi pacing resulted. A different pro-grammer was used to restore ddd function, but the dashes remained. One month later, a download was performed and the mismatched blocks were still present. The microprocessor was left in the reset state and normal function was verified.